Event description:
At the end of the procedure, the saline was leaking from the tubing of the catheter and into the tactisys. The procedure was completed with the reported catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
The reported leak was confirmed. A leak was detected within the irrigation line. Further investigation revealed a gap at the luer/proximal tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.